Event description:
Wrong results of creatinine, ast, albumin, calcium and other tests were generated by roche cobas 8000 analyzers in our lab. The system did not give us any warnings or alerts. A creatinine of 0.35 was reported on a pt with renal disease. The nurse called questioning the result. Upon repeat, creatinine became 2.18. After the nurse called, we started to look at other pts and other results and found multiple pts were affected. We discovered that there was a problem with the analyzer. This kind of problem happened several times in the past to us. Our concern is that the cobas chemistry analyzers do not have sufficient warning mechanisms to alert operators with machine problems. Users can report erroneous results to other healthcare providers unknowingly. This particular pt had end stage renal failure and received kidney transplant two weeks ago. A creatinine of 0.35 was too good to be true for this pt. That was why the nurse called. We also placed other criteria in the computer which allowed us to find wrong albumin results which were higher than total protein. FDA safety report ID# (B)(4).